Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: cause cannot be definitively determined. Pre-op and post-op x-rays are not available to confirm the loosening of the tibial components. Surgical notes provided do not indicate any deviations in the surgical procedure followed. However, the revision surgery notes mention that there was fracture in the rim of the tibial component and the tibial base plate had subsided medially and distally. Since the removed products are not returned, the fracture of the metal base plate cannot be confirmed. However, the fracture and pain as a result of that could be due to injuries inflicted by the patient, but is not reported. Without further information and/or availability of products/x-rays, probable cause for loosening of components cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.